Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked batter tube threads, and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call, he had dropped the device and cracked the screen, rendering part of it unusable. Customer's blood glucose was 140 mg/dl. Customer dropped it on the concrete while he was changing the battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.